Event description:
It was reported that during implantation procedure, the atrial lead dislodged. The helix was extended and the stylet was pulled out to retract the helix, but it could not be performed. The issue could not be resolved even after turning the helix many times. Lead anomaly was suspected and the procedure was completed by using another lead. There were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead with helix extended and clogged with dried blood was returned for analysis. The lead was able to retract and extend after cleaning. The full helix extension length was measured to be within specification. Analysis was normal.